Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient¿s wife reported that her husband was in the hospital and was not able to use the ptm (personal therapy manager) at the hospital because they were afraid the patient would overdose on the medication. The reporter stated they were trying to tell the hospital that the patient could only take one bolus per hour. The reporter was redirected to the patient¿s healthcare provider (hcp) to further address the issue. Additional information was received from the patient who called in stating the same information. Per the patient, they were currently in the hospital. When asked if the reason for the hospitalization was related to the patient¿s pump/therapy, the patient stated that they didn¿t know, then went on to say they were in the hospital because they were confused yesterday ((B)(6) 2023). Per the patient, they also take 12 mg of oral dilaudid. The patient included that the hospital had taken their ptm communicator from them.